Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event and therapy date s are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02742. It was reported patient suffered a fall approximately in (B)(6) 2020. X-rays confirmed that one of the leads had migrated. To address the issue patient underwent surgical intervention wherein both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored.